Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 8 of 11 mdrs filed for the same event (reference 1825034-2015-04840-2 / 2015-04841-2 / 2016-00167 / 2016-00168 / 2016-00169 / 2016-00170 / 2016-00171 / 2016-00172 / 2016-00173 / 2016-00174 / 2016-00175).

Event description:
It was reported that the patient underwent a left replantation procedure with oss components on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2015 due to the femoral component disassociating from the stem taper. The femoral stem remained implanted. All other components were removed and replaced during the procedure. Additional information received reported patient underwent an initial left total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 due to instability. During the procedure the tibial bearing, femoral component and tibial component were removed and replaced. It was further reported patient was revised on (B)(6) 2011 due to infection. The tibial bearing and locking bar were removed and replaced during the procedure. Patient underwent another revision on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacers.